Event description:
The patient reportedly experienced no lock between theexternal equipment and the cochlear implant. On march 1, 2006, the patient was seen by a company representative for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was not functioning. Surgery to explant the patient's device has been scheduled.